Event description:
It was reported that the event involved a patient suffering from "cardiogenic shock. While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and the md inserted the sheath via the left femoral artery. As the md was inserting the iab into the sheath, it became stuck. The md requested another iab and this iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.